Event description:
Stryker saw blade ref# 6118-097-090 lot # 23319027 broke while in use, specifically the end of blade that attaches to the saw, not the cutting edge. No fragments were left behind in patient.